Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during efaa and clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, and long and restricted leaflets. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened to 20-30 degrees. Troubleshooting was performed, and the issue was resolved. Therefore, the clip was deployed on the mitral valve. However, after detachment of the clip delivery system (cds), the clip opened to roughly 20-30 degrees. It was noted the clip remained stable on the leaflets. Two additional clips were deployed, reducing the mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.